Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer. The smart cable was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image when the smart cable manipulated. Since there are no repairs available for the spectrum smart cable and the customer received a replacement smart cable the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent. Reportedly the image would go out when the smart cable was bent or flexed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.